Event description:
It was reported that during the implant procedure, while manipulating the guide catheter to access the coronary sinus, deformation of the catheter was observed during excessive rotation and catheter advancement. A different catheter was used to access the coronary sinus. Additionally, it was noted during the implantation of the right ventricular (rv) lead guided by a catheter that a septal perforation occurred. The lead exhibited a decrease in pacing impedance and pacing failure with no capture. The lead placement position was changed and successfully implanted. Echocardiography was performed after the procedure but no complications were confirmed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.